Manufacturer narrative:
Investigation summary: no samples were returned for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the cracked barrel defect is likely associated with the jam during the assembly process. Cracked barrels: immediate corrections took place during the manufacture of the batch. The likely cause of the cracked barrels appears to have been an isolated issue that affected a small number of barrels. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that bd¿ 3 ml syringe/needle combination had cracks. No serious injury or medical intervention was reported.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ 3 ml syringe/needle combination had cracks. No serious injury or medical intervention was reported.